Event description:
The manufacturer received information alleging coughing during the night leading to wakefulness, fatigue, irritation of the nose, related to a CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on apr 25, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged coughing during the night leading to wakefulness, fatigue, irritation of the nose that are related CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During an investigation, the manufacturer observed an unknown white, gray, and black dust-like contamination (inconsistent with sounds abatement foam degradation) at the air inlet of the blower box. Dust-like contamination on top of the blower box, the blower motor, and the blower motor seal and on the bottom of the blower motor and inside of the blower motor. Black dust-like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. Potential liquid/mineral deposit spots on the bottom of the blower motor and blower box, indicating potential water ingress. Slight black contamination, consistent with keratin, at the air outlet of the blower box. Unknown tan dust like contamination in the bottom the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device and not able to confirm the complaint or address the symptoms specified. Sections d8, d9, g3, h2, h3, h6 has been updated in this report.